Manufacturer narrative:
The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that as a result of the DHR review, there were no abnormality in manufacturing, concession, and variation.. The legal manufacturer reported that the root cause could not be determined. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2012. The legal manufacturer reported that the most probably cause for the reported event is the following: we assume that due to the handling of the user, the ccd unit was out of order due to unexpected stress on the head part or the use of a cable other than olympus.

Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of "hole in cord." The unit was equipped with a non-olympus cable (addressed with method (B)(4)). The unit failed the water leak test on video connector housing (no crack visible) and on the switch #1 rubber due to a small hole. The image was checked and observed an intermittent image due to faulty charge-coupled device (ccd). It was presumed that the ccd unit was damaged due to fluid invasion.

Event description:
The service center was informed that during preparation for use, a hole was noted in the cord. There was no patient involvement reported.